Event description:
It was reported by the customer that no fluid is released from the needle during injections. No information was received regarding any serious injury as a result of this product issue.